Event description:
It was reported the disposable had creases in the tubing causing the pump to alarm. No medication was getting through the disposable to the pump. The patient was delayed slightly in replacing their medication disposable as they had to waste a significant amount of disposable and lines trying to find one that worked.

Manufacturer narrative:
No product was returned as the patient had disposed of all affected units into sharps disposal; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. No lot number was provided; therefore, a device history record (DHR) review could not be conducted. If the device becomes available, smiths medical will re-open the complaint file and submit a supplemental MDR as necessary in accordance with 21 cfr 803.56.